Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the vessel locator wings was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulties to be related to a potential product quality issue due to the observed control wore detached from the barrel such that the vessel locator wings would not deploy. The subsequent treatment appears to be related to procedure circumstance. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. H6: medical device problem code 2532 was removed.

Manufacturer narrative:
Correction: the reported difficulties appear to be related to a potential product quality issue due to the observed control wire detached from the barrel such that the vessel locator wings would not deploy. H10: typo corrections.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic angiogram procedure. Reportedly, the blue plunger was depressed and number two was visible in the clear window; however, the vessel locator wings did not deploy. As a result the device came out of the vessel without any resistance and arterial access was lost. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.